Event description:
It was reported that during a da vinci hysterectomy surgical procedure that the endowrist one vessel sealer instrument stopped working. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's snake wrist was dislodged. The wrist was dislodged at the distal end. The cables were still intact. Failure analysis concluded that the dislodged damage was likely due to mishandling/misuse. The instrument was placed on an in house system and passed recognition testing. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snake wrist if to recur could cause or contribute to an adverse event.